Manufacturer narrative:
The inulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, missing reservoir tube retainer, missing reservoir tube o-ring and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer notes state the insulin pump had a crack in the houseing. The insulin pump will be returned for analysis.